Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had hip replacement surgery on (B)(6) 2016. Revised dynasty a-class liner and lineage transcend femoral head, long, due to dislocation and offset required on (B)(6) 2016. Replaced with dynasty a-class liner and lineage transcend femoral head, x-long.